Manufacturer narrative:
A medtronic representative went to the site to test the equipment on (B)(4) 2017. To resolve the reported issue, the application software was reloaded onto the imaging system. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system exited the application software without prompt from the user. The representative reported that they reloaded the software onto the imaging system to resolve the reported issue. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.